Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 97 mg/dl and the sensor glucose was 44mg/dl at the time of the incident. The customer reported that sensor glucose and blood glucose difference is not within acceptable range. Current blood glucose value was 77mg/dl. Insulin delivery was suspended due sensor glucose value of 50 something. Suspend before low limit in sensor settings was 75. The sensor will not be returned for analysis.